Event description:
The patient had mr exam. Her right hip was scanned with the synergy cardiac coil acs-nt. The patient complained that she was feeling a burning sensation. They stopped the scan. The rf cable from the coil was across the patient's lower abdomen. The coil was separated from the skin by a cotton tee-shirt. They, then placed a foam wedge and towel between the patient and the rf cable, and repeated the scan sequence. The patient no longer felt a burning sensation. In a later sequence during the study, the patient felt and received a burn (egg sized with small blisters) on the upper front of the thigh near the groin.

Manufacturer narrative:
Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.